Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 570 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER one day later with the issue resolved and no permanent damage. Reportedly, the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall power adapter in an attempt to charge the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.